Event description:
It was reported that during a routine follow-up, a single high, out of range hv lead impedance measurement was observed. During a subsequent follow-up, the hv lead impedance measurement was normal. Patient condition is good and will be monitored remotely.

Event description:
New information received notes that programming changes were made. The patient condition is good.